Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the device due to atrial fibrillation (af) with rapid ventricular response. Possible undersensing on the right atrial (ra) lead was also noted. The device and lead remain in use. No further patient complications have been reported as a result of this event.